Event description:
The nurse reported a corneal burn occurred. The surgeon complained of an occlusion. They changed the phaco tip to finish the case. The nurse stated that the pt left the operating room in good condition. Add'l info received stated the event occurred within a couple of minutes into the procedure. The occlusion bell sounded. They switched out the handpiece and phaco tip to complete the surgery. The nurse stated chamber instability was noted a couple of times. The keratome used was 2.75mm. The facility does not re-use single use items. The surgeon stated there was no adverse consequence to the pt.

Manufacturer narrative:
The facility risk manager stated it is hospital policy not to send out any medical device for one year from incident date. The customer did not request service for the system and will not send in samples for eval. The root cause of the pt event cannot be determined in this investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this article was provided to customer. The facility risk manager confirmed receipt of the letter and industry article on corneal burns during phacoemulsification and will share the info with the staff. This report was mailed to FDA on: 04/10/2009.